Event description:
On (B)(6) 2010, this pt was implanted with gore excluder aaa endoprosthesis. On an unk date, an add'l procedure occurred whereby add'l gore excluder aaa endoprosthesis contralateral leg components were implanted. Attempts to acquire info required for this event were made by gore, none has been received from the hospital or physician's office.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.